Event description:
Subsequent to the initial medwatch additional information received: when the third proglide device was attempted, although the correct amount of tension was applied to the rail suture as the knot was advanced to the vessel, the suture broke. The suture was removed and manual arterial compression was applied to achieve hemostasis. There was no clinically significant clinical delay in the arteriotomy closure.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported suture break could not be confirmed as analysis of the device was limited because some of the components, such as the suture, were not returned. Based on visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an revascularization procedure for in-stent restenosis in the right common femoral artery, arteriotomy closure of a mildly calcified left common femoral artery was attempted using three perclose proglide devices. Reportedly, during deployment of the first proglide device all steps were followed, including maintaining a 45-degree angle and stabilization of the device during needle plunger deployment, but when the needle plunger was removed the rail suture was not connected to anterior needle; only the white link was present. The device was removed over a guide wire to ensure access of the site and a second proglide device was attempted, but with the same results as the first proglide device; the rail suture was not connected to anterior needle; only the white link was present. The device was removed over a guide wire to ensure access of the site and a third proglide device was attempted, but although suture deployment was successful, during knot advancement, keeping the correct amount of tension of the rail suture, the knot was unable to properly close the access site. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The proglide device was reportedly deployed in a mildly calcified common femoral artery. The instructions for use states in the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other proglide devices referenced are being reported on separate medwatch reports.